Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's therapy was not optimal and they had a return of symptoms following their last ins implant. The physician thought it was psychological. The patient's therapy was not optimal since their replacement had occurred 13 months ago and requested an early ins replacement. The patient's ins had normal impedances and they tried programming the patient on different settings for their neck pain due to his dystonia. The patient was then referred to another hcp to see if they could assist with programming, however they still reported no change. The patient indicated their neck pain had resolved after the ins replacement. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found the ins was functional and had no significant anomaly. The battery was not in new condition. If information is provided in the future, a supplemental report will be issued.